Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer states an installation checklist discrepancy. The secondary of the isolation transformer is out of factory recommended specification. The system did no pt harm.